Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified insert temperature is 94.5 meets spec. Insert does not get hot. Insert has a bent laminate stack and does not meet spec. The covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
While using a 30k fsi-fg-10s insert, the insert was getting hot; no injury resulted.